Manufacturer narrative:
The returned device was received on (B)(4) 2010. The eval is currently underway. A f/u report will be initiated after the eval is complete.

Event description:
Pump overinfused while in use on a pt. Pt status is unk. Piggyback medication was set to deliver 80 ml per hour. After 10 mins, there were 20 mls left. Delivered 60 mls in 10 mins. Type of drug used was potassium chloride.